Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that his onetouch ultra2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained from the patient during a follow-up telephone call. The patient stated that the alleged inaccurate high began when he started using the meter for the first time approximately 2 months before contacting lifescan. The patient stated that he had been obtaining readings with the subject meter as high as "260-265 mg/dl" almost daily, compared to feelings/normal results, since the alleged inaccurate high began. The patient manages his diabetes with self-adjusting insulin. The patient stated that he had reduced his usual daily dose of 20 units of insulin down to as little as 5 units daily in response to the alleged inaccurate high readings; however, the subject meter was still reading high. The patient claimed to have developed the symptoms of "shaky, cold and clammy" almost daily since the alleged inaccurate high began. The patient stated that on some occasions he would self-treat with more food/drink. At the time of initial troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the test strips had not expired or been open for longer than the discard date and the patient did not have control solution available to perform a walk-through test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿shaky¿ after the alleged inaccurate high began. This symptom does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (12/29/2014). The patient¿s test strips have been returned on 12/17/2014 and evaluated by lifescan product analysis on 12/17/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (12/15/2014).the patient¿s meter has been returned on 12/3/2014 and evaluated by lifescan product analysis on 12/5/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.